Event description:
The complaint reported that during a bronchoscopy procedure, the biopsy forcep pull wire broke. A second forcep was used to complete the procedure. There were no patient adverse effects as a result of the reported malfunction.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number.